Event description:
Hi, I write from (B)(6). I think I consulted the right place. I have operated hysterectomy. As a result of the intervention made me crack ureter, so I made an abdominal "tac". But it was not a tac with three sets in it, I asked for the amount of radiation and have been 40smv. I think too much, is high and I'm so scared, I fear a lot. Risks that I have? I would appreciate your response. Thank you. (B)(6).